Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by instructing the customer to remove the endoscope, manually rotate the endoscope collar until the orientation matched what was selected on the system, press the instrument clutch button on the universal surgical manipulator (usm) 3 to cancel the guided tool change, and then reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to the incorrect orientation of the endoscope collar. It can be resolved by ensuring the endoscope collar's orientation matches the system settings before reinstalling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision was inverted. The caller informed that they had removed the 30-degree endoscope to clean it, and after reinstalling, the image appeared inverted. The technical support engineer (tse) instructed the customer to remove the endoscope, manually rotate the endoscope collar until the orientation matched what was selected on the system, press the instrument clutch button on the universal surgical manipulator (usm) 3 to cancel the guided tool change, and then reinstall the endoscope. The customer confirmed that the issue was resolved. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the charge nurse and obtained the following additional information: the charge nurse was not involved with helping resolve the issue, so they were not sure if the surgeon was moving the instrument when the image was inverted. The charge nurse was not aware if any injury or harm was done to the patient. The endoscope was not pulled out of service, and they have not had any complaints since. The charge nurse was informed that the issue was eventually resolved.